Manufacturer narrative:
The pump passed the rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. The drive support disk was inspected and no anomalies noted. The pump was properly connected to one touch ultra-link blood glucose meter. There was no cosmetic damage noted.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 600mg/dl. The customer's most current level was 350mg/dl. The customer states they treated the high with manual injection. The customer states the drive support cap is flushed. The customer was advised the pump would be replaced and returned for analysis. The pump passed the rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. The drive support disk was inspected and no anomalies noted. The pump was properly connected to one touch ultra-link blood glucose meter. There was no cosmetic damage noted.